Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. There was no reported impact to the customer¿s blood glucose. It was also reported that multiple occlusion alarms occurred. Although requested, the customer declined troubleshooting.